Event description:
On (B)(6) 2013, the table had froze up earlier that day but when the field service engineer arrived, it turned on and it rotated back flat. On (B)(6) 2013, customer verified this is a new event. No table movement was during a pt procedure. No pt details were disclosed. No pt injury.

Manufacturer narrative:
Field service engineer (fse) reported he was told the table had froze up earlier in the day. Fse turned on table and could find no problem with table movement. Fse completed the service checklist qssrwi4.1 and returned the unit to the customer for service.